Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that the dental implant had to be removed during its installation surgery because it did not achieve a good pimary stability. Moreover, the patient presented bone type ii and immediate implant was performed.